Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that they need to replace the therapy pca due to an error appearing during self-test. There was reportedly no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the failure of therapy pca. As such, the customer was provided with a quote for repairs. The customer has rejected the quote and no work has been performed by philips. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that the device displayed an error message during a self test: charge shock failure. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.